Event description:
The customer reported that the dose on the screening page was different from those displayed on the processing page. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reloaded the version (B) (4) software. The system operates as intended.